Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number 962 and file ID 23. Unable to determine the root cause per r and d. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they had pump error alarms on insulin pump. The customer's blood glucose was 337 mg/dl. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.